Event description:
Patient reported, left side "minimal amount of pericapsular fluid" and "wavy wall". Patient additionally reported, "simple cysts". Which is not device-related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pericapsular fluid".